Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. A definitive root cause cannot be determined with the information provided. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient was revised to address metal wear, corrosion, osteolysis, and progressive bone loss. During the revision procedure, the stem was cold welded to the taper adapter. Once they were able to remove it, they noted corrosion.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: describe event or problem, event problem codes (the information previously submitted on 0001825034-2017-04604-1 for these fields were submitted incorrectly and should be voided. That information was captured on 0001825034-2017-03862.)

Event description:
It was reported that during a left hip revision surgery the femoral stem was found to be cold welded to the taper adapter. Once surgeon was able to remove it, corrosion was noted.

Manufacturer narrative:
(B)(4). Concomitant medical products: taperloc por red/dist 15.0x150/ pn 12-103208/ ln 5218850, m2a-magnum pf cup 56odx50id/ pn us157856/ ln 798240, m2a-magnum mod hd sz 50mm/ pn 157450/ ln 098350. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the product location being unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04605.

Event description:
It was reported that during a left hip revision surgery approximately ten years post implantation, the stem was found to be cold welded to the taper adapter. Once surgeon was able to remove it, corrosion was noted.